Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006.

Event description:
It was reported that the charger for this neurostimulator was not working. It was charged for 2 hours and flashed green while charging but would turn off without warning. The patient charged the device monthly for the past 3 years. It did not give the charge a complete tone the last two times. Troubleshooting steps were performed. The light at the bottom was flashing orange. The patient was advised to charge one more time with the puck aligned along the outer edge of the implant. It was later reported that the patient attempted to charge the device but was unsuccessful. As a result, the device was turned off. The field rep will meet with the patient to charge the device while they wait for a replacement. It was later reported that the possible source may be due to the patient may not hear the disconnect tone and thus not reach full charge. It was later reported that the charger was not the issue. The clinical specialist (cs) was unable to fully charge the device. Several attempts to troubleshoot were made. Confirmed that the placement was ideal and the green bar was above the standard range. The patient lost 30 lbs but ins has maintained its location. However, the ins had rotated about 45 degrees so that the ins was no longer perpendicular to the spine. It was recommended that advanced troubleshooting be performed. It was later reported the patient needs to be explanted. Based on an inspection of device logs, it is believed that the device has hermeticity issues, which likely resulted in issues with the battery holding a charge. An ins revision was performed on (B)(6) 2025, and the existing lead remains in place. The patient is doing well, the incision is healing, symptoms have improved, and the device is working as expected.